Event description:
It was reported that during a stenting of the subclavian artery, using a right femoral approach, the stent failed to deploy. An 8 f sheath and a 0.035 guide wire were used for the procedure. The path to the intended site was approx 80 cms and there was some vessel curvature, but it was not overly tortuous or calcified. There was no resistance when tracking the catheter to the targeted lesion site. The device was flushed a few times again, but it still would not deploy. The system was removed and the procedure was completed with a different stent and it deployed without difficulty. No reported injury to the pt.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specifications prior to shipment. The complaint is inconclusive. As no sample was returned for investigation, no evaluation could be performed. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The current IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.